Manufacturer narrative:
Additional information received indicating initial medwatch was filed in error as device was not manufactured by (B)(4). The legal manufacturer of the complainant device is (B)(4).

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The device has not been received by carefusion.

Event description:
The customer reported that her sleep technician placed batteries in the t3 sleep monitoring device and placed it on her finger to ensure that it was working properly, when she did this the device did not come on, but she reported smelling a "burning" smell and the back housing of the device became "very warm." She then removed the device off of her finger and took out the batteries. When she removed the batteries they were very hot and she could not hold them in her hand so she "dropped" them onto the counter. The customer reported no patient involvement or allegation of patient harm. At this time, carefusion has not received the suspect device for evaluation.